Event description:
It was reported that a patient's device had a long charge time. Two capm were performed in clinic and both timed out. Device replacement was recommended as the delivery of adequate therapy could not be guaranteed. Dft testing was also recommended to prove device could deliver therapy.

Manufacturer narrative:
(B)(4)